Event description:
According to the reporter, during a thoracoscopic pulmorrhaphy, the reload could not connect to the handle. It was able to attached on a new handle but in a very hard status, there was no sound of clicking as well. After firing, the black part of the proximal part of the reload broke. There were difficulty unloading the reload, as the jaws of the reload got lock on the tissue well. It was noted that the device was removed by pulling the return knob, and the jaws of the cartridge were opened and removed. A new handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.